Manufacturer narrative:
(B)(4). Date sent 10/20/2025. D4 batch #504d41. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload present. The reload had the proximal 2 drivers up, the remaining drivers down with staples present and the swing tab in the locked position. In addition, the knife returned not completely within the doghouse. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 504d41, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic ileocecal resection, the device could not be fired when gripping the tissue. Another device loading same cartridge was used but the device did not work when firing again. Another cartridge was used to complete the case. There was no effect on the patient. There were no adverse consequences to the patient. No further information is available.